Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent foreshortening occurred. The subject was diagnosed with small vessel disease (svd). The target lesion was located in the proximal to distal right coronary artery. A 2.75 x 48 synergy ii drug-eluting stent was advanced and deployed at high pressure. However, after it was observed in fluoroscopy, the stent was foreshortened which lead to a geographical miss of some part of the distal lesion. Subsequently, a 2.50 x 12mm synergy des was deployed to cover the entire distal lesion and the procedure was completed. There were no patient complications nor injuries reported.

Manufacturer narrative:
E1: initial reporter address 1:(B)(6). B1: adverse event/product problem: corrected. B5: describe event or problem: updated.

Event description:
It was reported that stent foreshortening occurred. The subject was diagnosed with small vessel disease (svd). The target lesion was located in the proximal to distal right coronary artery. A 2.75 x 48 synergy ii drug-eluting stent was advanced and deployed at high pressure. However, after it was observed in fluoroscopy, the stent was foreshortened which lead to a geographical miss of some part of the distal lesion. Subsequently, a 2.50 x 12mm synergy des was deployed to cover the entire distal lesion and the procedure was completed. There were no patient complications nor injuries reported. It was further reported that the target lesion was 80% stenosed and located in a moderately tortuous and moderately calcified right coronary artery. The synergy stent was well positioned and fully expanded proximally. The distal side was foreshortened by 4mm.